Manufacturer narrative:
Product event summary: the medial segment of the lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented with fever and chills. The patient was found to demonstrate gram positive bacteremia and had their implantable cardioverter defibrillator (ICD) system extracted. Follow up attempts to determine the source of infection were unsuccessful. No further patient complications have been reported as a result of this event.